Event description:
The patient reportedly experienced pain around the implant site. Testing performed by a company representative show that the device was functioning. Programming adjustments made to help alleviate the pain were unsuccessful. A decision was made to explant the patient's device. Surgery to explant the device will be scheduled.